Event description:
The customer contact reported the device powered off by itself with an inadequate response time following an alarm condition. While on ac power, the device was programmed to deliver noraml saline at a rate of 75ml/hr and the delivery was started. No further programming parameters were provided. At an unspecified time later, the device sounded an audible alarm and the nurse noted "error 13" on the device display. The nurse turned the device off and when the device was turned back on all setting were lost. The nurse reprogrammed the device and restrarted the delivery. A few hours later, the device sounded an audible alarm, and the nurse found the device turning itself off and on repeatedly. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.